Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal device was inserted into the patient and it would not deploy. The patient was reported to be ok, and there was no additional surgery required. Additional information was received on november 5, 2018. Hemostasis was achieved by manual compression. Blood loss was less than 3cc's. The patient's condition was reported to be good, and there were no issues. The procedure was completed successfully. The entire device was pulled out when pulling back after the second click.